Event description:
Discrepant result. Yesterday, they had their regular patient come in. His target is between 2.0 to 3.0. Here are the last few months results on him. In 2004 2.9, one month later 2.0, one month later 1.9, one month later 3.4, ten days later 2.5, the next month 2.5, fourteen days later 2.0, the next month 1.9. However, the doctor was not satisfied and sent him for a lab draw. There, he started bleeding from his ears and was admitted in the hospital, and the lab draw reported a value of inr 14.6. Two hours had elapsed in between the inratio result and lab result. The lab test was repeated immediately, getting a 14.6 again. He was then given vitamin k, and is still in hospital today and still reading high, (value not known at this point). The test was not repeated on the inratio meter since then.

Manufacturer narrative:
The device is expected to be returned to hemosense for evaluation. Additional information provided by the complainant in 2004 is as follows: the lab comparisons from the previous day were: inratio 2.7, lab 2.2. Inratio 2.3, lab 1.9. Inratio 1.7, lab 1.2. Inratio 2.4, lab 2.0. Inratio 1.5, lab 1.5. Inratio 1.7, lab 1.5. The customer seemed satisfied by these numbers and is continuing to use the meter on patients.